Manufacturer narrative:
Conclusions: the customer alleged the fowler was drifting; however, this could not be confirmed as the issue could not be replicated at the time of inspection.

Event description:
It was reported by service report that the foot end lift is drifting down. No pt involvement or adverse consequences are reported.